Manufacturer narrative:
The adult vamp system was received. Examination of the device in the product evaluation laboratory revealed that the vamp tubing had detached from the reservoir bond. The tubing outer diameter was within engineering specifications. Adhesive was visible over most of the tubing area, but appeared to be thin. The detached tubing was bent near the bond joint.

Event description:
It was reported that the vamp detached where the tubing meets the reservoir during use. No pt complications or intervention was reported.